Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, the instrument was unstable with a risk of it falling over. There was no report of impact to patient or user.

Event description:
It was reported while using bd bactec¿ fx top, the instrument was unstable with a risk of it falling over. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary: this complaint alleges that the bactec fx is unstable when the drawer is opened. A bd field service engineer (fse) went to the customer site and observed that the left foot was slightly loose. The fse removed the front cover and made adjustments to the locking feet. After the fse intervention, the instrument is now stable. The instrument was verified to be operating to specification. This complaint is confirmed, and the root cause is unknown. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.